Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. The service repair technician (srt) was not able to duplicate the reported complaint. Preventative maintenance and release testing was performed on the roller pump. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log review: on 03sep2021 the arterial large roller pump had a safety connection to the arterial pressure transducer. The pressure alert was set for message only and the pressure alarm was set to stop the arterial pump. There were many pressure alerts and pressure alarms with the alarms stopping the arterial pump. At 8:16 am and 8:17 am, the arterial left ventricle vent pump appeared to be disconnected and reconnected at 8:18 am. It is possible they were preparing to swap the pumps. The pressure alerts and alarms continued to occur. It is likely the pressure alerts and alarms were why the end user believed the pump occlusion was changing, but there was no indication of a problem with the pump in the logs.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. It was powered on and ran for approximately eight hours with no observation of the occlusion fluctuating.

Event description:
Per clinical review: on (B)(6) 2021, the team experienced a situation whereby the arterial roller pump occlusion was fluctuating while on cardiopulmonary bypass (cpb). The perfusionist changed out the roller pump with another roller pump and completed the case successfully, with no delay or blood loss.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. She replaced the roller pump and preformed release/verification testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the arterial roller pump occlusion was fluctuating. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.